Event description:
The customer received an evening blood glucose reading of 213mg/dl on the contour next link. She was symptomatic for hypoglycemia; her hands and legs were moving uncontrollably and she was hitting her head on the table. Her husband called the paramedics. They retested her with their meter and the reading was 24mg/dl. Two tubes of sugar were put on her mouth and then she drank some pepsi. She ran a blood glucose test on her contour next link and the reading was 270. The paramedic's meter read 123mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. She had several similar episodes in the past 6 weeks. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.